Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified superficial femoral artery. A 5.0mmx20mmx143 coyote nc balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. The device was removed without a problem and no damage observed. A different model was used to complete the procedure. No complications reported, and patient status was good.